Event description:
Healthcare professional reported, suspected right side device rupture. And folds in the device. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ crease / folding of implant: observed creases on device. ¿ rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Additionally reported was "dense periprosthetic glandular residue" diagnosed via mammogram.